Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip failed to deploy. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was received fully clip deployed and undamaged and the deployed clip was not returned. There were no detected external or internal anomalies. It was verified that a clip had been loaded on the device and deployed by evidence of clip tine scrape marks on the carrier tube. The device was reset for redeployment testing, less the clip, and the test was successful with full redeployment of the device taking place with no detected abnormality to the deployment sequence. The reported event of the device failing to deploy its clip could not be confirmed as all observations indicated proper device function and deployment of the loaded clip. Based on the investigation there is no product lot quality deficiency and the cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no other incidents for the reported lot. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.